Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal dilaudid (hydromorphone) at unknown concentration/dose via an implantable pump for spinal pain. The patient reported they were having trouble getting the communicator and handset to connect to the pump for several months and getting worse. Patient stated it takes 10 to 15 minutes or more before they get a connection with the pump. Patient stated the handset would get stuck at 91% and takes 10-15mins to connect. Patient stated his fonts were very big so he could see the information on the screen. Patient stated they get 7 bolus a day. Agent asked patient to connect with the handset and communicator and patient said they were getting no pump found. Agent assisted patient with clearing data. Agent reviewed device function. The issue was not resolved through troubleshooting. Additional information was received from the patient the next day reporting that the patient was connected to patient services from healthcare it. Patient was reporting no pump response. After clarifying, the patient confirmed their pump was tilted. Patient stated the right side was sunken down and the left side was closer to the surface. Patient indicated the top of the pump/catheter port was on the top left; therefore, the pump antenna was likely within the deeper side. Patient was unclear if it was like that at implant or after - patient stated both during the call. During the call, patient attempted to connect but continued to encounter no pump found. Patient confirmed the handset they had was the original handset and agent confirmed the patient had a hh90t01 handset (j3). Patient called back reporting he could not connect the handset and the communicator. Patient states called yesterday and spent an hour on the phone and was told it would take care of it but it did not. Patient stated spends 15-20 min to get a connection and last night spent over an hour to connect and as a result missed two boluses and missed a couple before because of this. Agent advised to reset both pieces of equipment and patient states he had already done this with the previous agent yesterday and kept seeing no pump found. Patient confirmed he could connect however could take over an hour. Patient stated his handset was 14 years old and stated got a new communicator a few years ago and had problems ever since. Patient mentioned he was hurting because he cannot get the bolus.